Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the remaining longevity decreased from two years to the end of life (eol) state in an unknown timeframe. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended a safe replacement window of 28 days. The device was explanted and replaced. No additional adverse patient effects were reported. The sales representative is going to contact the explanting hospital regarding product return availability.

Manufacturer narrative:
If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the remaining longevity decreased from two years to the end of life (eol) state in an unknown timeframe. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended a safe replacement window of 28 days. The device was explanted and replaced. No additional adverse patient effects were reported. The sales representative is going to contact the explanting hospital regarding product return availability. Additional information was received indicating that the sales representative contacted the explanting hospital regarding product return availability and the facility indicated that the product could not be located to send it back to boston scientific.